Manufacturer narrative:
H.6. Investigation summary: material #: 367392. Lot/batch #: 3110638. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and no issues were observed relating to clog as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clog. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was a defect; venous return does not occur. This event occurred 1 time. The following information was provided by the initial reporter: push button ut 23g 178mm+adapt has a defect: venous return does not occur, pressure problem?

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, there was a defect; venous return does not occur. This event occurred 1 time. The following information was provided by the initial reporter: push button ut 23g 178mm+adapt has a defect: venous return does not occur, pressure problem.

Manufacturer narrative:
D.2. Common device name: blood specimen collection device; intravascular administration set. D.2. Medical device type: one additional code applies; jka. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.